Event description:
A pt noticed a leak in the tubing of their minicap transfer set in 2004 after 6 1/2 months of use. The leak was noted where the dark blue plastic connects to the clear plastic of the set. The pt went to the dialysis unit that day for a transfer set change and administration of prophylactic antibiotics 1 gm ancef ip. The following day the pt went back to the clinic with cloudy effluent and a fever overnight and was diagnosed with peritonitis. The pt was administered 2000 mg vancomycin and 110 mg tobramycin ip x 1. The pt was discharged home and has fully recovered.